Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities.

Event description:
An issue regarding an embedded portion of the abbott diabetes care (adc) device was reported. The customer reported that the ¿needle was stuck in their arm¿ at day 7 of wear of the adc device. The customer reportedly ¿pulled the needle out of their arm¿ only thus indicating that there was no further self-intervention or self-treatment reported. The customer did not report experiencing any symptoms of glycemic instability. There was no report of death or permanent impairment associated with this event.